Manufacturer narrative:
The associated complaint device was not returned. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, the complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that during surgery, while impacting the femur, bumper broke. An identical backup device was used to complete the procedure. Delay no greater than 30 minutes. The patient or surgical procedure was not affected in any way due to the problem. No broken pieces fell into the patient¿s wound. There are no photos available.